Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm and failed to power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and a "ventilator inoperative" alarm condition was observed. The device's system board was replaced to address the issue. The device powered on.